Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2024, it was reported by a facility representative via sems-(B)(4) that an ar-8963-21 lag drill guide had a drill bit get stuck inside the tissue protector guide, which snapped when trying to remove the drill bit (photo attached). No pieces broke off inside the patient. The surgeon stated that the tissue protector guide was warped, which was what caused the drill bit to get stuck in the first place. The case was completed with no further information. This was discovered during an open reduction internal fixation, tarso metatarsal joint dislocation procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 7/16/2024: there was no case delay reported. The case was completed without an arthrex product and completed by freehand. No adverse effects on the patient. Additional information was received on 08/01/2024: the drill bit part number is ar-8920dc cannulated drill bit, 3.5 mm. It could not be removed from the sleeve of the ar-8963-21 lag drill guide and is still inside the drill lag.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, cannulated drill bit, 3.5 mm, ar-8920dc, was received for investigation. The visual investigation noted that the drill had a fragment of an ar-8963-21 lag drill guide stuck on it. Functional testing could not be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.